Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the device had hose damage - hole in hose, and was leaking liquid. The device also failed pretests for hose verification and oil leak. This event did not occur during surgery. It was reported that there were no delays to the surgical procedure and a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.